Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified high sensor scan results in comparison to unspecified readings from competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer did not report any symptoms but was able to self-treat with unspecified treatment. The customer also received unspecified treatment from a third-party. There was no report of death or permanent impairment associated with this event.Reportedly, scan results of 261 mg/dL and 91 mg/dL on the ADC device compared to glucose readings of 90 mg/dL and 48 mg/dL obtained on competitor brand meter. and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.